Event description:
It was reported that during the procedure, while advancing a balance middleweight (bmw) hydro guide wire without resistance toward a non-calcified, de novo lesion in the non-tortuous right coronary artery, before reaching the target lesion, the guide wire was noted to appear shinier than usual when viewed under fluoroscopy. Thus, the bmw hydro guide wire was withdrawn from the anatomy without resistance, and approximately 3.5 centimeters proximal to the distal tip, the tip material appeared to be thinner / stretched, and appeared to lack the external tip coils. Though the device reportedly was lacking its tip coils, it was confirmed that no part of the guide tip coils were left in the patient anatomy. Another bmw guide wire was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, the device was received with its tip coils stretched, but intact and not separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched and damaged coils were able to be confirmed, and the tip coils were noted to be intact and not separated as initially reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.